Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with an atrial that exhibited inadequate capture, oversensing, and p-wave amplitude variation. No interventions were made. The patient was in stable condition.